Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient had inserted a new sensor on (B)(6) 2019. Later, during the night (B)(6) 2019) he got up to eat something. His cgm value was 80 mg/dl on his omnipod pump which he uses as his display device, but he realized after the event that even though he was asymptomatic at the time, his bg was much lower than that. He took insulin to cover the food he ate and went back to sleep. Some hours later his wife noticed he was breathing funny and she could not wake him. His device did not alarm for his low threshold of 70 mg/dl nor for an urgent low of 55 mg/dl. She gave him orange juice and called 911. He subsequently regained consciousness and they tried to cancel the 911 call, but the paramedics still came and evaluated him. Emergency medical services (ems) did not provide any treatment and he did not require transfer to a hospital. He stated that it took him awhile to recover, but at the time of contact, he was feeling well. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.